Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is currently underway. The reported problem (add gel/replace belt messages and check belt messages) are being investigated. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the allegedly defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's nurse called zoll customer support to report that the pt was receiving add gel/replace belt messages and check belt alarms. The pt was issued a replacement electrode belt.